Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic myoma enucleation procedure the jaws insert did not work in bipolar mode when combined with the erbe vio3 electrosurgical unit. After exchange of the vio3 electrosurgical unit with an erbe vio 200d device, the procedure could be completed but the patient suffered increased blood loss and the surgery time was prolonged.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation found distinct signs of wear and tear on the device as well as traces of a third-party repair attempt. However, no malfunction of the device was determined and it was found to be working correctly. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. A manufacturing and quality control review was performed for the affected lot number of the jaws insert without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.